Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul 1, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut, the cut did not go completely through the optic body. The lens had a bent haptic, damage to the optic body, and a detached haptic that was torn out of the drill hole. No further evaluation was performed. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a sensar monofocal intraocular lens (iol) was bent during manipulation, lens removed from the patient's left eye. It was noted that haptic was bent after insertion trying to manipulate the lens into place. There was no incision enlargement needed. Lens was cut in half and removed. Backup lens was used and inserted successfully. Patient outcome/postop as planned. No other information was provided.